Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced complications. A angiojet® solent¿ omni catheter was selected for use in a thrombectomy procedure of the left side brachial and subclavian vein. The procedure was performed for 10 seconds when the patient started experiencing a breathing problem and the patient's blood pressure went down. The procedure was aborted and a computerized tomography (CT) scan was performed showing pulmonary edema due to being overdue for renal dialysis 9 days. The patient's status is fine.